Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation showed the patient¿s pacemaker was in backup vvi mode after being in an off-label magnetic resonance imaging (MRI) environment. The pacemaker was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of device in backup mode after magnetic resonance imaging (MRI) and problem associated with use in fff-label MRI environment were confirmed. The event of inability to interrogate was not confirmed. The device was received with normal telemetry communication and output was in backup mode. Device image analysis was performed, which indicated MRI entry was noted without exit, consistent with the reported backup condition. Product code was reloaded to recover the device from backup mode and to perform further evaluation. Electrical and mechanical tests performed indicated the device exhibited normal characteristics.